Event description:
It was reported that the device could not be interrogated. The patient was last seen (B)(6) 2010. No pacing was observed as the patient was in atrial fibrillation. The patient was diagnosed with cancer in (B)(6) 2011. The physician suspects that telemetry ability may be compromised due to radiation exposure. The physician will not schedule device replacement until the patient is stable from cancer treatment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.